Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 28-mar-2023. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect intraocular lens (iol) was received stuck inside of the cartridge and overridden by the plunger rod. The iol was removed, cleaned and visual inspection found the lens was torn and damaged. Visual inspection of the suspect handpiece found the cartridge tip to be bent, and no assembly issues were identified before and after disassembly. No further issues were identified. The complaint issue of haptic damage was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a problem at the time of the release of the intraocular lens (iol), the pusher of the injector broke a leg of the iol and the devices were not implanted. The material is available. Through follow-up we learned that the two implants were used on the same patient. There was no patient contact or complications. The haptic was broken and there was no user error that could have led to the events. No further information was provided. This report is for the second lens in use for this case. A separate report is being submitted for the first lens involved.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter phone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.